Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired a broken video wire in the high voltage cable assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system has poor image quality. There was no report of patient injury.